Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in blocks d6a implant date.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) requested data file for engineering analysis. The device was not implanted. There was no patient involvement. Additional information indicated that data analysis determined that there was no low voltage fault stored and stated that the device battery appears to be performing normally. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) requested data file for engineering analysis. The device was not implanted. There was no patient involvement. Additional information indicated that data analysis determined that there was no low voltage fault stored and stated that the device battery appears to be performing normally. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) requested data file for engineering analysis. The device was not implanted. There was no patient involvement.